Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the patient was burned due to the aquamantys device being inadvertently activated on the patient outside the surgical site. The burn was 10cm x10cm on the back of the patient¿s thigh. The degree of the burn is unknown.

Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: during a tha procedure, the patient received a burn injury. The case was completed with the same product. Analysis conclusion: the reported issue of a burn injury was not confirmed. The generator passed all functional testing with no failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the patient was burned due to the aquamantys device being inadvertently activated on the patient outside the surgical site. The burn was 10cmx10cm on the back of the patient¿s thigh. The degree of the burn is unknown.